Event description:
Customer called lfs in 2002 alleging that lifescan meter was prompting the apply sample symbol. The issue was not resolved with troubleshooting, therefore, customer was not able to test blood on the meter. Customer reportedly was having symptoms at the time of trying to test. No adverse event reported. Customer did not medical treatment. Sending a letter to obtain more information.